Event description:
Additional information received indicated the over sensed noise resulted in pacing inhibition and dizziness. At a later date, the patient was seen in-clinic where the noise was able to be reproduced via provocative testing. The device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
During remote monitoring, episodes of noise resulting in oversensing were observed on the atrial lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.